Event description:
Two medical officers have reported difficulties with use - cap difficult to remove and can no longer be done with one hand, once cap is off, the cannula tip / threading tip is moving.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issues of cap tight and catheter tip integrity were not confirmed upon inspection of the sample. Analysis of the sample showed that the needle cover could be properly removed without the catheter adapter coming off with the needle cover. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The root cause could not be determined as the defect was not replicated. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-n yel 24ga x 0.56in catheter tip damaged / deformed / defectivetwo medical officers have reported difficulties with use - cap difficult to remove and can no longer be done with one hand, once cap is off, the cannula tip / threading tip is moving.